Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 01may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had issues with the wireless connection, the keypad would not light up the wireless indicator and the programmer wouldn't connect to the network. No patient involvement was reported.